Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) change out procedure a competitor¿s chronic right ventricular (rv) lead, that had normal lead impedances, was plugged into a new medtronic ICD, resulting in high/undefined rv coil and superior vena cava (svc) coil impedances. The ICD was not used an another was placed. The lead continued to show high impedances, the competitor lead was then replaced and the second medtronic ICD remains implanted. The medtronic ICD that was attempted and not used was suspected of a header connection issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: d5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.